Event description:
It was reported that the delivery device was inserted through the urethral orifice to perform a transurethral water vapor therapy procedure. Insertion was tried beyond the urethral arch toward the prostate, but bleeding had occurred during the insertion and the image was not clear. Insertion was continued while securing the image through flushing and turbo flushing, but it was unable to reach the prostate. Due to the bleeding an olympus cystoscope was inserted to check the condition. The image was not clear, but it was able to reach up to the bladder. The cystoscopic tube remained and drainage was performed, and then the cystoscope was removed. The delivery device was tried again to be inserted, but it could not reach the prostate due to excessive bleeding. The cystoscope was also removed, so imaging (fluoroscopy) and securing of the urinary tract was tried using a ureteral catheter and a 0.035 radiofocus guide wire, but it was unable to perform. When the ultrasound diagnostic equipment was prepared, the water vapor therapy procedure was decided to be discontinued.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the delivery device was inserted through the urethral orifice to perform a transurethral water vapor therapy procedure. Insertion was tried beyond the urethral arch toward the prostate, but bleeding had occurred during the insertion and the image was not clear. Insertion was continued while securing the image through flushing and turbo flushing, but it was unable to reach the prostate. Due to the bleeding an olympus cystoscope was inserted to check the condition. The image was not clear, but it was able to reach up to the bladder. The cystoscopic tube remained and drainage was performed, and then the cystoscope was removed. The delivery device was tried again to be inserted, but it could not reach the prostate due to excessive bleeding. The cystoscope was also removed, so imaging (fluoroscopy) and securing of the urinary tract was tried using a ureteral catheter and a 0.035 radiofocus guide wire, but it was unable to perform. When the ultrasound diagnostic equipment was prepared, the water vapor therapy procedure was decided to be discontinued.